Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a leak was found in the cassette sheeting through a hole. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection via the naked eye and microscopic inspection identified a hole in the cassette sheeting. Underwater leak testing, clear passage testing, clamp function testing, and the sample was run on a homechoice machine was performed. Underwater leak testing identified a leak from the hole. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.